Manufacturer narrative:
There was a blue screen 373537-rem3. Casepart-254113. It was determined that there was an unexpected exit/software unresponsive. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of the procedure. There was no patient present. It was reported that while doing a planned maintenance (pm) on the system, while verifying the straight suction in ent 2.3, the representative got a blue screen. This was a known issue with ent 2.3.